Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6)/2009, pt reported the adhesive on her infusion sets do not adequately adhere enough to her skin while she is taking a shower. Pt stated, it tends to come off of her body when she showers. Pt reported, she does not wear the infusion device while she is in the shower. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Advised pt to try an adhesive dressing to assist with adhering the infusion headset to her skin. Sent adhesive dressing; no product return was requested.